Event description:
(B) (6).as reported to coloplast, the right to arm snapped at the incision site during fixation. No deviation from standard surgical procedure. The sling was not removed.

Manufacturer narrative:
The device remains implanted in the patient, so no evaluation was performed. Device still implanted - not returned.